Event description:
It was reported that the blockers came off of rods on xia 4.5 evolution construct. The surgeon did not use a stryker device to tighten the blockers in the original surgery. However the surgeon re-tightened the blockers using a stryker final tightener.

Manufacturer narrative:
Method: labeling review; additional document review; risk assessment. Results: the device was disposed of by the hospital and is unavailable for evaluation. It was confirmed that the surgeon had used a holmed tightener to final tighten the xia 4.5 blockers. This is advised against in the IFU as final tightening requires a specified torque, which cannot be guaranteed when using a non-stryker device. The customer completed the surgery with a xia 4.5 torque wrench and no further issue was reported. Conclusion: the most likely cause of the reported event is the use of a non-stryker torque wrench for final tightening.

Event description:
It was reported that the blockers came off of rods on xia 4.5 evolution construct. The surgeon did not use a stryker device to tighten the blockers in the original surgery. However the surgeon re-tightened the blockers using a stryker final tightener.